Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'upstream occlusion error' which was not reproduced. A review of the event history log identified 'upstream occlusion error'. The reported condition was verified. The upstream occlusion test was unable to be performed due to an alarm. The determined cause was the ultrasonic sensor being out of specification. The ultrasonic sensor failed calibration and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.